Event description:
Pt in a rented kinair bed was found wedged in zone 3 between the rail and the mattress. The rail needed to be bent in order to free the patient. The bed was operating normally prior to the event.